Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information about the cause of death and circumstances surrounding the death have been requested and not made available. If further information is made available a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient went into a cardiac arrest three times in the hospital and then expired. The reporter also stated that "the doctors were questioning if the device was working because they had to use external pacing." Follow up was done to find additional information and none has been made available. No specific allegations were made and no allegations or complaints were made previously with the device.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned, analyzed and no anomalies were found.